Event description:
The customer alleges that the syringe leaked at the level of the piston; which prevented the search for loss of resistance. No report of a patient injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.